Event description:
The pt underwent a procedure for a permanent scs system on (B)(6) 2013 and the pt was to have a penta implanted. However, the physician was not able to advance the dural separator (supplied from the implanting facility) far enough to implant any product due to scar tissue and procedure was abandoned. On (B)(6) 2013 it was reported the pt was experiencing right arm weakness. Follow-up information indicated the pt was later implanted with a permanent scs system and her right arm weakness has improved. The pt is experiencing paresthesia on her upper right extremity which is helping her pain.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.